Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 126 mg/dl. While troubleshooting, the customer explained that the insulin pump was squirting out during the manual prime process and that insulin continued to drip after the motor stopped during the manual prime process. The customer explained that she was unable to exit the "preparing to prime" loop. The customer confirmed that the drive support cap was protruded. The customer was advised that their insulin pump needed to be replaced. The customer was informed the device would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.